Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient for an scs device. It was reported that during the scs patient trial, the leads migrated to t10-t12 patient had a return of pain. A final fluoroscopy image confirmed this. Patient admitted that she did not comply with repeated directions of movement precautions, namely bending forward. Scs system was reprogrammed on 5/19 to recover at least 50% pain relief. The physician referral for implant occurred on 5/21. Situation is resolved. No further complications noted or anticipated.